Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon fracture occurred and the patient experienced hypotension. The 50% stenosed, 4mm diameter target lesion was located in the tortuous and mildly calcified coronary vessel. A 4.0 x 20mm stent was implanted. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon material was broken into two parts from the middle inside the coronary vessel. The patient's blood pressure dropped, and dopamine was given to increase the blood pressure. Meanwhile, another guidewire and a non-boston scientific balloon catheter were used to remove the fractured balloon material from the patient. Subsequently, the vital signs of the patient gradually stabilized, and the patient was returned to the ward safely. The patient was stable.